Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer replaced the endoscope to resolve the reported issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical hysterectomy surgical procedure, the surgeon was not able to control any of the instruments and camera. The instruments were moving in opposite direction. The customer had already removed the instruments and camera. An intuitive surgical, inc. (Isi) technical support engineer (tse) was unable to check logs as system was offline. The tse suggested to use another endoscope and check movements. The surgeon confirmed that instruments and camera movements were fine after using another endoscope. The tse informed the customer that the endoscope needed to be returned. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.